Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. Upon evaluation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittently open green wire in the trunk cable. The root cause for th intermittent wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to sue this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient to use this electrode belt did not report any deficiencies.